Manufacturer narrative:
Method: no lot info, no lenses, no device info, no exam of device were provided which could indicate if the device caused or contributed to the incident. Results: we are reporting this because we cannot confirm that there was no permanent impairment or permanent damage. There is no clear indication that the device could have caused or contributed to the incident. Conclusion: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info.

Event description:
On (B)(6), specsavers informed coopervision that they received a letter from a pt who was diagnosed with a corneal ulcer while wearing the biofinity (comfilcon a) lens. Pt was fit with comfilcon a lenses in (B)(6) 2010. Pt was wearing the lens as a continuous wear lens. In (B)(6) 2010, following a period of headaches, the pt visited specsavers to see if it was an ocular related problem. The pt was referred to moorfields eye hosp where the pt was diagnosed with a corneal ulcer in the right eye. The pt received 5 weeks of treatment. Pt states the ulcer has caused permanent scarring. The pt is now wearing daily disposable lenses and has had no loss of visual acuity.